Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a dim/fading/color spectrum display screen issue. No additional information was provided and troubleshooting was unable to be completed. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/24/2014 with the following findings: the display was not clear or legible, and scratches were observed on the display lens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.